Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets adhesive events on (B)(6) 2026. The patient reported infusion set patch did not stick to skin upon insertion. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.